Manufacturer narrative:
(B)(4). This lot was manufactured between september 13, 2011 and september 14, 2011. Evaluation summary: baxter received the unit with approximately 250ml of fluid in its bladder. Visual inspection on the unit revealed no evidence of leak at or near the fill-port, including when the fill-port cap was removed from the fill-port. A functional leak test was performed. During and after fill, no evidence of leak was observed at or near the fill-port. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. The reporter stated that the device leaked at the fill port during filling of 31.25 mg of fluorouracil and 90 ml of normal saline solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.